Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the pump module read, "channel error" and stopped functioning during an infusion of unspecified dosage of vasoactive. It was removed from service. There was no patient impact. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "pump read "channel error" that was infusing a vasoactive medication and stopped functioning. Removed from service no noted harm." An incomplete date of event of (B)(6) 2019 was provided.